Event description:
There were no allegations of patient/user harm or incorrect results. The customer reported that their analyzer " started getting very warm and smoking and eventually batteries exploded inside analyzer". The reported analyzer was being used outside it's recommended device life of 3 years (approximately 7 years old).

Manufacturer narrative:
Currently it is unknown whether the device may have malfunctioned, as the analyzer was not returned. It is known that improper insertion of batteries- in any device- may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.